Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system operated slowly. A field service engineer successfully cleaned phantom device controllers and disabled the network power-saving settings. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system functioned slowly. The customer indicated that they utilized a different station to obtain the medication.. There were no adverse events or injuries reported based on this event.